Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a flow error. A fresenius field service technician (fst) was called onsite and found a melted valve on the bibag hydraulic unit. They replaced the hydraulic unit and calibrated the loading, deaeration and flow pressures. The machine then displayed a venous pressure alarm. The fst replaced the sensor board and calibrated it to resolve that issue. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bibag hydraulic unit was the original fresenius part on the machine. The bmt reported that there was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 25,585 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The complaint device is not available to be returned to the manufacturer for evaluation.